Event description:
Locator screw fractured inside implant and can't be removed. Tooth #6. Implant was removed. Patient will have to return for new implant placement. Clinician placed puros bone graft + biomend membrane. Per indicated: surgical/medical intervention required for permanent damage: yes, puros bone graft + biomend membrane.

Event description:
Locator screw fractured inside implant and can't be removed. Tooth #6. Implant was removed. Patient will have to return for new implant placement. Clinician placed puros bone graft + biomend membrane. Per indicated: surgical/medical intervention required for permanent damage: yes, puros bone graft + biomend membrane.